Manufacturer narrative:
The sample was serum. Bci tested retained devices with positive calibrators, controls and clinical 18miu/ml serum sample gave expected positive results. Patient's returned serum samples (2 samples) gave negative results, confirming the unexpected result. Patient serum samples were sent to pbm for additional investigation. Investigation in on-going, pending pbm investigation. A clear root cause is unknown at this time.

Event description:
A customer reported to beckman coulter inc., (bci), that a serum sample from a pregnant patient was tested with the icon 20 hcg test kits and negative (-) results were obtained. On (B)(6) 2010, the patient's serum was tested quantitatively at their quant. Core lab and a result of 17.3 iu/ml was obtained. The serum was tested again on the icon 20hcg and negative (-) result was obtained. On (B)(6) 2010, the patient's serum was tested quantitatively and 19.6 iu/ml result was obtained. No injury has been reported in connection with this event.